Event description:
The customer reported that slight oozing occurred although an end tone, indicating a completed seal cycle, was heard. The oozing was stopped with gauze. Regrasp alarms were also heard during the case. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.